Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and delivery test were performed, and the pump failed. The customer's reported problem regarding delivery accuracy was able to be duplicated. According to the investigation, three separate delivery accuracy tests were performed; and at least one test was outside the pump's delivery accuracy manufacturing specifications. Service's replaced the pump expulsor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pump was out of tolerance by + 6%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.